Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.